Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Deformation/distortion problem, problems caused by changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive at forceps and light guide cover, the pink rubber had a chip, and pinhole on cement. No pass or clogged balloon channel. There was no patient involvement.